Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer sent in the unit for an error code 8. The unit was sent to a covidien service center for repair. Upon triage, a service tech found exposed copper wires on the power cord.